Event description:
A user facility registered nurse reported via fax a patient complaining of increased pain and enlarged exit sit first observed with the use of dora 15 g /22 mm needles. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).